Manufacturer narrative:
Continuation of d10: product ID: tm90q0, lot#serial#: unknown, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have to call again because the manufacturer device was not synchronizing with the communicator. Agent understood patient was referring to the handset/communicator not connecting. Patient said the first time this happened was in the hospital the day of the surgery and the second time was about a week ago. Agent had patient try to connect the handset and communicator with the therapy app. Patient described seeing 'communicator connection lost' on the handset. Patient confirmed the bluetooth was on. Patient powered off/on communicator several times without resolving the issue. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the communicator. The patient was redirected to their healthcare provider to further address the issue if replacement communicator does not resolve issue. Patient mentioned they had called in the past for assistance with this issue but did not recall the name of the person who assisted them at that time. Additional information was received from the patient. The patient requested assistance to connect to the new communicator. The agent assisted the patient to switch serial number to the new communicator. When the patient tried to connect, they got the same error message "communicator connection lost." The patient was transferred to healthcare it for further assistance.